Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the insulin gauge displayed that the cartridge was almost empty, the customer withdrew approximately 150 units of insulin from the cartridge. The customer's blood glucose was 110 (mg/dl). The customer declined to reload the current cartridge at the time of the report.